Event description:
It was reported that the ilet pump¿s connector fractured when the user attempted to remove the cartridge, after which the user successfully extracted the cartridge with tweezers and completed a full supply change without issues, and blood glucose remained stable per continuous glucose monitor (cgm). Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.